Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the transfer set and cassette, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set separated (disconnected) from the patient line of the homechoice cassette which resulted in a system error 2240 (air in line/set) alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy on a homechoice claria device. Renal therapy services (rts) explained the alarm and advised the patient to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.